Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (leg weakness likely related to low blood pressure). (MRI shows no stent graft related issues).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an intramural hemorrhage (imh) with penetrating ulcers. The proximal aorta was 28 mm in diameter. It was reported that on that the case went great. However, three days post index procedure the physician wanted to do an MRI due to the patient developing left leg weakness. The patient's left leg is weaker than the right. The MRI showed no damage, the patient is getting stronger and recovering. They were having problems keeping the patient's blood pressure up and that may have been the cause of problem. No clinical sequelae were reported and the patient is fine.